Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a hysterectomy procedure, hand activation did not function during testing. No further info is available. Another like device was used. There was no pt consequence.